Event description:
On (B)(6): customer reports that staff were performing an undetermined urology procedure under general anesthesia when both system table monitors failed and the fluoro image could not be seen. Staff turned the control room monitor towards the control room window and physician completed the procedure without further incident. Customer provided no pt or procedural info other than to say the procedure and no reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found after investigation that the primary issue was with the video distribution box and replaced this. Fse then noted that the 12 v dc power supply was reading lower voltage than normal and replaced the power supply. Fse then completed a checkout odf the unit for proper operation per hut dr service checklist referencing hut dr service manual. All readings within tolerance and the system was returned to full service by the customer.